Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged iol. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepanices or unusual findings.